Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.there are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patients surgeon, the device was explanted (B)(6) 2013; the patient was reimplanted with a new device during the same surgery. This report filed january 16, 2014.